Manufacturer narrative:
One sample loop and one filter element and were returned for evaluation to the tosoh instrument service center (isc) with no shipping damage. Functional testing of the sample loop failed. Functional testing of the filter element passed. The reported event was duplicated. The most probable cause of the reported event is due to failure of the sample loop. (B)(4), per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived onsite to address the reported event. Fse reviewed the error log and noted several high pressure & low pressure messages. Next, fse confirmed that the ferrule at position 4 on the sample loop was loose. Fse replaced the sample loop and the filter element, calibrated, and ran quality control (qc) without issue. Device pressure now ran at 9.8 megapascals (mpa) and no leaks were observed during the following run. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were two similar complaints identified during the search period. The g8 operator's manual under chapter 3- assay operations & chapter 5- daily check, state the following: 3.7 other items to check: check the flow line connections, particularly the filter and the column inlet and outlet for leaks during warming up operations. Tighten the connection if a leak is found. The 5.7 filter replacement: replace the filter in the following cases. When the filter counter reaches 400 injections. When the pressure is more than what is indicated on the column inspection report + 4 mpa. The filter has been in contact with blood samples. The most probable cause of the reported event was due to an obstruction in the i6 tubing causing the ferrule to come loose on the sample loop.

Event description:
It was reported that the sample loop was leaking at l6 tubing from the injection valve with the g8 analyzer. The customer was unsuccessful when attempting to tighten the connection and requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.